Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: oversized balloon. It was reported that the physician had commented that he had been having compliance issues with promus balloons, causing dissections requiring an add'l stent for treatment. Lower pressure had to be used to deploy the stent, and then follow up with post dilation at a higher pressure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug stent in the us.